Event description:
It was reported that the patient had a replacement of an artificial urinary sphincter(aus) device due to a mechanical failure and a rupture of the balloon. A patient outcome was not reported.